Event description:
The company was informed that the patient's device migrated and stopped functioning. External equipment was exchanged; however, this did not resolve the issue. The patient also reportedly experienced headaches. The patient was advised not to wear the external equipment. Surgery will be scheduled to address the issue.